Manufacturer narrative:
On 19 may 2021, the field safety corrective action (fsca, internal number (B)(4), submitted to FDA under no. 3007420694-05/24/21-001-c) has been initited. Fsn was provided to the customer on (B)(6) 2021 to inform about the risk related to the indigo power supply cable issue and provide a solution that will allow the use of the product safely and effectively. The indigo correction was performed by arjo technician on (B)(6) 2021 and the bed's proper functionality was confirmed during testing. The investigation performed by the manufacturer revealed that the damage of the indigo power supply cable was caused by the inner wire deterioration due to stress applied during up and down movements of the bed. The instructions for use for the enterprise 8000x ((B)(4)) include the following warnings: ¿disconnect the bed from the electricity supply before starting any cleaning and maintenance activity.¿ ¿do not allow the mains plug or power supply cord to get wet.¿ as per the preventive maintenance section of the instructions for use for indigo ((B)(4)), the indigo cables should be examined for cuts, abrasions, kinks or other deterioration. When any malfunction is noticed, the device should be immediately withdrawn from use until the service is performed. To sum up, the complaint decided to be reportable due to malfunction of the power supply cable for the indigo module. Sparks and black marks were observed. This component was found to be defective and from that perspective, the device did not meet performance specifications. The bed was not in use with the patient when the malfunction was observed.

Event description:
On (B)(6) 2021, the end-user reported to arjo that a burnt smell and sparks were coming from two enterprise 8000x beds equipped with indigo modules (intuitive drive assist). This problem was observed during inspection of the beds performed by the facility staff according to field safety notice (fsn). No injury was reported. The customer quarantined the devices and called arjo representative. Manufacturer report numbers 3007420694-2021-00091.